Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device reset itself. Device alarmed empty reservoir alarm when there was still insulin in the reservoir. Customer's blood glucose was 278 mg/dl. Customer mentioned the device alarmed off no power alarm without a low battery alert prior. Device had alarmed unexpected restart alarms, signal too low alarms, bad battery alarms. Customer was advised to monitor the device. Customer will not be returning the device for analysis.